Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 167 allegations of a malfunction, 112 pumps were returned to animas and investigated. Of the investigated pumps, 99 were found to be malfunctioning due to a damaged cartridge compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there were 15 additional instances of cartridge compartment failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 167 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 25-287 pounds and between 4 and 85 years of age. Of the reported patients, 98 were male, 68 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #1 07/28/2017 device evaluation: in q2 2017, there were 83 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.